Event description:
Arthroscopy of left knee [knee arthroscopy] streptococcus mitis/streptococcus oralis in culture [synovial fluid culture positive] post-surgical stiffness/left knee really stiff [joint stiffness] patient is unable to do zumba [impaired work ability] patella had grade 3 changes [chondromalacia of patella] incision and drainage of left knee/ aspiration [effusion (l) knee]. Case narrative: initial information received on 14-jan-2019 regarding an unsolicited valid serious case from united states received from other healthcare professional. This case involves a 63 years old female patient who experienced arthroscopy of left knee (latency : 6 days), patella had grade 3 changes(latency: 9 days), incision and drainage of left knee/ aspiration, post-surgical stiffness/left knee really stiff, streptococcus mitis/streptococcus oralis in culture and patient is unable to do zumba (latencies: unknown),with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient was administered hylan g-f 20, sodium hyaluronate bilaterally, of 6 ml dosage via intra-articular route (lot - 8rsl033z; expiration date 30-apr-2021) for bilateral osteoarthritis. Patient reported that she had gone to the ER over the weekend after receiving injections. The medical assistant stated that she had to have an incision and drainage of left knee. Later, patient had arthroscopy and aspiration. The right knee was unaffected. The aspiration took place on 12-nov-2018 and fluid was sent for culture. The medical assistant at first stated staph but then she read from the report it stated streptococcus mitis/streptococcus oralis-scant growth. It was reported that her left knee was really stiff and had post surgical stiffness. On 15-nov-2018 physician stated that patient's patella had grade 3 changes. She was prescribed IV antibiotics and she saw physician couple of times including on 28-dec-2019 and 11-jan-2019. It was reported that the patient had not received synvisc one in the past. Patient was a zumba instructor and was unable to do zumba now which was a big problem for the patient. Both knees were injected with the same lot number for synvisc one. Corrective treatment: intervention required for streptococcus mitis/streptococcus oralis in culture and arthroscopy. Outcome: unknown for all events. A product technical complaint was initiated on (B)(6) 2019 for synvisc one (lot number- 8rsl033z) on with global ptc number (B)(4). The production and quality control documentation for lot # 8rsl033z expiration date (2021-04-30) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsl033z no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 17-jan-19 there were 3 complaints on file for lot# 8rsl033z: (1) adverse event report and (2) broken syringes. Sanofi would continue to monitor complaints to determine if a CAPA was required. Follow up was received on 17-jan-2019. No new information was received. Additional information was received on 23-jan-2019. Ptc results received and processed. Global ptc number added. Follow up was received on 23-jan-2019. No new information received.

Event description:
Arthroscopy of left knee [knee arthroscopy]. Streptococcus mitis/streptococcus oralis in culture [synovial fluid culture positive]. Post-surgical stiffness/left knee really stiff [joint stiffness] . Patient is unable to do zumba [impaired work ability] . Patella had grade 3 changes [chondromalacia of patella] . Incision and drainage of left knee/ aspiration [effusion (l) knee] . Case narrative: initial information received on 14-jan-2019 regarding an unsolicited valid serious case from united states received from a other healthcare professional. This case involves a (B)(6) years old female patient who experienced arthroscopy of left knee (latency : 6 days), patella had grade 3 changes(latency: 9 days), incision and drainage of left knee/ aspiration, post-surgical stiffness/left knee really stiff, streptococcus mitis/streptococcus oralis in culture and patient is unable to do zumba (latencies: unknown),with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient was administered synvisc one (hylan g-f 20, sodium hyaluronate) bilaterally, of 6 ml dosage via intra-articular route (lot - 8rsl033z) for bilateral osteoarthritis. Patient reported that she had gone to the ER over the weekend after receiving injections. The medical assistant stated that she had to have an incision and drainage of left knee. Later, patient had arthroscopy and aspiration. The right knee was unaffected. The aspiration took place on (B)(6) 2018 and fluid was sent for culture. The medical assistant at first stated staph but then she read from the report it stated streptococcus mitis/streptococcus oralis-scant growth. It was reported that her left knee was really stiff and had post surgical stiffness. On (B)(6) 2018 physician stated that patient's patella had grade 3 changes. She was prescribed IV antibiotics and she saw physician couple of times including on (B)(6) 2019. It was reported that the patient had not received synvisc one in the past. Patient was a zumba instructor and was unable to do zumba now which was a big problem for the patient. Both knees were injected with the same lot number for synvisc one. Corrective treatment: intervention required for streptococcus mitis/streptococcus oralis in culture and arthroscopy. Outcome: unknown for all events. A product technical complaint has been initiated and the results were pending for the same.